Event description:
Customer reported port issues with her adc blood glucose meter, noting the meter turned on with the button, but not with test strip insertion and also noted the test strips appeared thicker than her old test strips causing them not to fit into the strip port. Customer also reported receiving a reading of 39 mg/dl from her meter on (B)(6) 2013, which was lower than she felt. Customer further reported that on (B)(6) 2013 she experienced an "insulin reaction" because her meter was not working. Customer self-administered 4 units of novolin-r insulin and subsequently experienced a loss of consciousness. Paramedics were called and treated her on the scene with "50 units of dextrose". Multiple attempts to contact the customer to clarify details in the complaint were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaints were not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory. The returned meter powered on with button press and test strip insertion. Investigation did not observe an issue with the test strip port or an issue with the test strips fitting in the test strip port.